Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 09/18/2008. A document assessment (B)(4) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not come on without alarming. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was then performed. The unit was connected to 110 vac. The unit passed the initial power connect and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The returned unit was prepared for the functional bench test where an adult breathing circuit (880-36kit) was connected to the returned unit. Using a low compliance column with water and 10 lpm of air pressure, a real time operational scenario was created. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for six hours. No alarm was noted. The reported complaint could not be confirmed based on the sample received. Functional testing performed on the returned unit did not revealed any nuisance alarms and therefore, the reported complaint could not be recreated. A DHR review was performed with no evidence to suggest a manufacturing related cause. There were no issues found with the returned unit. Other remarks: it should be noted that all units being returned for service will have power supply pcbs replaced if they are older than 3 years. The power supply pcb for this unit was manufactured 02-jun-2008 and will be replaced.

Event description:
The event is reported as: the unit will not come on without alarming. Unknown when alleged defect was detected.